Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary artery drug eluting stenting treatment procedure the sds (stent delivery system) was unable to cross the target lesion. However, the returned product discovered stent damage. The physician was attempting to treat a 99% stenosed, in-stent restenosis of another MFR's previously placed stent located in the moderately tortuous mid rca (right coronary artery) with a 3.00 x 28 mm taxus express2 stent. The lesion was pre-dilated with another MFR's balloon. The taxus express2 sds was advanced to the lesion, but was unable to cross. The procedure was completed with a different device. There were no reported pt complications. The pt status is listed as "no problem".

Manufacturer narrative:
The taxus express2 complaint device was returned for analysis. A visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on stent rows 1 to 2 from the proximal edge were severely misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg records were reviewed and no issues or discrepancies were found; the device met all specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).